Manufacturer narrative:
H6: imf updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and urge incontinence. It was reported that they got a uti right after they got the implant and they were put in the hospital because they had high fevers and also, the ins incision site was bothering them. They had a lot of pain where they put the stimulator at that time. The patient stated when they were released from the hospital they were told to turn the stimulation up, so they did and as they were leaving the hospital, they were getting sharp shooting pains in their right side and near their butt so they turned the therapy off. The patient stated when they turned the therapy off, the sharp shooting pain stopped and they hadn't had the pain since and the therapy had been off this entire time. The patient stated in addition to the shooting pain being resolved, the pain at the incision site had healed since the implant and had also resolved and that they'd been in conversation with their managing health care provider (hcp) and the manufacturing representative (rep) about the situation. The rep knew about the patient's pain issues since pretty early on/from the beginning. Patient stated they were instructed by the hcp and rep to turn the therapy back on now, but the handset battery was drained at the time of the call. The patient stated they would charge the handset up and they would either continue working with their rep or call back for assistance in turning the therapy back on. Patient stated either way, they would continue working with their managing hcp regarding the issue.